Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp procedure for a compression fracture. It was reported that, when the suitable viscosity of the cement was confirmed and the cement was filled in the t11 vertebral body, a cement leak from the t11 vertebral body vein to the azygos vein was confirmed. Cement filling was stopped and finished. Regarding postoperative concerns, the surgeon said that there was no problem at all. The cement was mixed for 60 seconds and it was doughy and homogenous prior to delivery into the patient. There were no patient complications/symptoms reported. The procedure was performed successfully by using the reported product. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Device status reason : implanted-remains in service there was no patient harm. It was unknown whether underlying disease (ovf) recovered or not. The sales rep will continue to collect information. There were no further complications or additional treatments done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp procedure for a compression fracture. It was reported that, when the suitable viscosity of the cement was confirmed and the cement was filled in the t11 vertebral body, a cement leak from the t11 vertebral body vein to the azygos vein was confirmed. Cement filling was stopped and finished. Regarding postoperative concerns, the surgeon said that there was no problem at all. The cement was mixed for 60 seconds and it was doughy and homogenous prior to delivery into the patient. There were no patient complications/symptoms reported. The procedure was performed successfully by using the reported product. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Device status reason : implanted-remains in service there was no patient harm. It was unknown whether underlying disease (ovf) recovered or not. The sales rep will continue to collect information. There were no further complications or additional treatments done.